Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements of 2340 ohms on this right atrial (ra) channel. The impedances were stable around 700 ohms for past 12 months. There was no noise noted. Technical services (ts) recommended ra lead evaluation. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements of 2340 ohms on this right atrial (ra) channel. The impedances were stable around 700 ohms for past 12 months. There was no noise noted. Technical services (ts) recommended ra lead evaluation. This ra lead remains in service. No adverse patient effects were reported. Additional information stated that sensing was fixed at 0.15mv. All subsequent transmissions showed ra unipolar configuration and pacing impedance measurements were high, measuring greater than 3000 ohms. There was noise noted in the atrial tachy response (atr) events which appeared to be myopotential. Ts recommend thorough evaluation of ra lead in unipolar and bipolar. No adverse patient effects were reported.